Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a remote manager failure. A field service engineer replaced the smart remote manager latch and wire harness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was mentioned as unknown, since the reported issues were found by the field service technician while on site.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager failure. The customer reported that the remote manager required maintenance. The malfunction occurred when the user was trying to issue the medication to the patient. There were no adverse events or injuries reported based on this event.